Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, a hole was noticed. The 90% stenosed target lesion was located in the moderately tortuous and calcified common iliac artery (cia). Air infusion was performed with an unspecified device on the 8.0x60mm sterling over-the-wire balloon catheter; however, when the air infusion was performed, the air flew back into the inflation device. The physician suspected that there was a hole on the device, so the device was not used. The device never entered the patient and it was exchanged with an 8.0x40mm sterling device. No patient complications were reported with the patient's current condition listed as "good".